Manufacturer narrative:
B5: describe event or problem: updated with additional information. E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at nominal rated burst pressure, the middle part of the balloon ruptured in vertical form. The device was removed without any problem. The procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient condition was good post-procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery.

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at nominal rated burst pressure, the middle part of the balloon ruptured in vertical form. The device was removed without any problem. The procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).